Manufacturer narrative:
The cls and leads were not returned for analysis. Without the return of the devices, it is not possible to reach a definitive root cause. Lead migration or suboptimal placement, which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as potential risk in manufacturer's instruction for use (IFU). The manufacturing records including sterilization records were reviewed and confirmed that the product met requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported no longer feeling paresthesia. An x-ray revealed a lead migration. A lead revision was performed and the patient was reported to be recovering post-procedure.